Manufacturer narrative:
The reported issue is known and has been updated in the remote monitoring website. In the previous platform, the total number of transmissions was displayed in the wrong line, at the alert level, event if the new transmissions included scheduled remote follow-ups. The website update uses 2 different counters: - one counter of the alerts - one counter for the scheduled remote follow-ups. A scheduled remote follow-up that also embeds alerts appears in both counters. This case is retained and utilized for trend purposes.

Event description:
Reportedly, in the home view of the smartview remote monitoring homepage, it is very confusing were the number of the new events is placed.

Event description:
Reportedly, in the home view of the smartview remote monitoring homepage, it is very confusing were the number of the new events is placed.